Event description:
The user's hearing performance with the device is affected. Affected channels were seen during a check-up. Furthermore the user reports a change in sound quality during head movements. The user first noticed a change in hearing with the device in summer 2021, these changes could reportedly be resolved by remapping.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Affected channels were seen during a check-up. Furthermore the user reports a change in sound quality during head movements. The user first noticed a change in hearing with the device in summer 2021, these changes could reportedly be resolved by remapping.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition one channel was already disabled since activation due to non-auditory sensations. However to determine an exact root cause a device investigation of the explanted device is necessary. Currently the recipient is still using the device and will be monitored by the clinic.